Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that on september 7, 2021, impedances were found to be out of range.  No symptoms reported.  No further information was provided at the time of the report.